Manufacturer narrative:
Info on the alleged pt fall is not available at this time. When the info is available, a f/u report will be submitted.

Event description:
It was reported that the bed allegedly began moving even when the brakes were supposedly engaged. This incident allegedly caused a pt fall. Stryker service technician looked over the bed and found that the brakes on the bed were not holding due to the failure of the brake cam.